Event description:
It was reported that the mega needle driver instrument wires were noted to be broken at the tip prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also found the following additional damages to the instrument: one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, could likely cause or contribute to an adverse event if the failure mode were to recur.